Event description:
It was reported that a female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Initial reporter ext: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2025, the mentor failure analysis lab received the device for evaluation. Per device received, brand name under field d1 has been updated to "unknown saline implants smooth" and catalog number under field d4 has been updated to "unk_saline implants smooth" on this form. On september 18, 2025, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior view, between the union of the shell and patch. Microscopic examination was performed, and the cause of the deflation could not be identified. As the authorization form for examination was not received, the shell thickness could not be measured. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The contralateral device was also received. The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On september 19, 2025, mentor became aware that the patient underwent bilateral replacement surgery with allergan devices on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).